Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggest that the revision surgery is potentially related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that patient underwent total hip arthroplasty (date unk). It is also reported that patient underwent revision surgery on (B)(6) 2010 at (B)(6) hospital system in (B)(6).